Event description:
The customer reported the device failed indicating error (B)(4) and (pads/paddles) ECG failure. There was no report of pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.